Manufacturer narrative:
Additional information: device manufacture date provided. Medtronic received information that the site has not had recurrences of the reported issue.

Manufacturer narrative:
The field generator for the navigation system was returned to the manufacturer for analysis. The generator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively while setting up equipment and it delayed the surgery by five minutes. It was reported that instruments were not tracking. The axiem box was working and showed a 7 and showed it was connected in emdetails in the software. The emitter was showed connected on emdetails but was not making any sounds and therefore not emitting the field. The site did not have another emitter the surgery was completed without navigation. There was no known impact on patient outcome.